Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient was receiving check therapy electrode alarms and his electrode belt wouldn't stay connected to his monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages, connector won't latch) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test and the trunk cable connector wouldn't latch. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node and ECG "b". There was no sign of external damage to the cable. The root cause for the open pulse wire and defective trunk cable connector could not be positively identified. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.